Event description:
The pt reported that the infusion device screen displayed a 3.00, and below the 3.00 a "77". The infusion device was also continually beeping. The pt was instructed to remove the power packs and reinsert new power packs. The previously used power packs were in use for 3 weeks. Once the new power packs were installed the infusion device successfully completed the system check. The pt was able to place the infusion device in run mode and it began to operate as intended. The power pack recall was reviewed with the pt. The pt's blood glucose was not affected. No medical treatment was necessary. The product has been requested to be returned for eval.